Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, during insertion of the iol into posterior bag, noted crack in the haptic junction when the lens opened in the bag. The lens was implanted and replaced with another lens in the initial procedure. The procedure was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., h.11. The product was returned for analysis and damage to the lens was observed. Iol was returned outside of the device. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned wrapped in gauze outside of the device in a plastic specimen jar. Solution is dried on the iol, the optic is damaged. One haptic is broken torn and not returned, the other haptic is intact. The product investigation could not identify the root cause for the reported complaint haptic junction was cracked (in and out) as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5., d.9.,h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that there was no patient harm.